Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 and d10 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a lesion in the carotid artery with mild tortuosity. The 8tx40x136 xact self expanding stent (ses) was deployed but there was resistance as the delivery system was caught on the distal end of the implanted stent. Upon removal, an emboshield nav 6 filter was also in the patient and the wire got kinked and the filter moved proximally during removal of the delivery system. The delivery system and emboshield were removed together. There were no issues with the implanted stent and it is in the intended location. There was no adverse patient effect and there was a slight delay due to navigating for removal but no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove and kink were confirmed. The reported migration was unable to be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the barewire became kinked during manipulation between the xact delivery system and newly implanted xact stent. As a result, the filter was pulled back (migrated) with the xact delivery system causing difficulty removing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.